Manufacturer narrative:
Further evaluation of the device confirmed that the defect of the circuit board in the video connector was causing the reported image problem. Based on the evaluation results, omsc has determined that the reported image problem is a known risk and does not cause any health hazard to the patient. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; defect of the circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became black and white. There was no report of patient injury associated with this event.